Manufacturer narrative:
H3: analysis of the 97755 recharger (nlf017095n) indicated that there was a worn donut and poor recharge quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the other details of the system problem screen were unknown. There were no communication issues such as the ¿no device found¿ or ¿poor recharge quality" messages. The recharger was replaced to resolve the issue. The issue has since been resolved by the replacement.

Manufacturer narrative:
Continuation of d10: product ID 97755; serial# unknown. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, UDI#: g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a ¿system problem occurred¿ message was displayed. Also, during charging, the cord became hot. The ¿system problem occurred¿ message was resolved by performing a reset. However, when charging of the implanted neurostimulator (ins) was attempted, the cord became considerably hot, and it was reported that, when the cord was touched, charging was interrupted and switched to charging attempt mode. It was confirmed through inquiry that the cord had not become this hot previously, and secondary measures were initiated. The issue has not resolved.